Event description:
It was reported that intermittent data points were observed in the corvue impedance graph indicating a lack of data. Device remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.